Event description:
This incident was received by via medwatch (mw5119829) filed by the treating physician, and limited information has been made available. According to the details provided, the patient was diagnosed with a marginal corneal ulcer after sleeping with the contact lenses. As of the date of this report additional information is unknown. This event is being reported with an abundance of caution due to the unknown nature or severity of the incident with a lack of medical information. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
See h3) no product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.